Event description:
It was reported that the patient received inappropriate shocks. Egms revealed noise, far r oversensing, varying r-wave amplitudes, and an increase in capture thresholds. X-ray showed that the rv lead dislodged. The patient was scheduled for a lead revision but refused due to a difficult hospital course and other non-disclosed complications. The ICD was turned off and the patient was sent home.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.